Event description:
It was reported by service report that the motion interrupt pan is broken. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Results - motion interrupt pan.